Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed during the manual prime. Customer stated that the insulin was squirting out and insulin continues to drip after the motor stops. The drive support cap was noted to be sticking out. Customer's current blood glucose reading is 341 mg/dl. Nothing further was reported.